Event description:
The patient was admitted for a large 2 cm splenic artery aneurysm embolization on (B)(6) 2012. The left brachial artery was accessed with a micropuncture introducer and a 6 french shuttle sheath was advanced into the splenic artery where selection injection was performed. The patient was heparinized (4000 units). A 4 mm x 4 cm hyperglide balloon was used adjunctively. After each coil deployment, the balloon was deflated. A total of 14 coils were deployed. The 15th coil was detached prematurely and was not placed in the aneurysm. The catheter and coil were successfully removed. There were no adverse events associated with this malfunction and no further action was taken. The embolization procedure was successful with good flow preserved into the spleen and the patient tolerated the procedure without immediate complication. The device malfunction was not noted in the procedural report as it was the last coil attempted for placement. Email notification on (B)(6) 2012, was date of confirmation of event. The information regarding this event was collected during data review for the penumbra post-market clinical (B)(6). It was confirmed with the penumbra representative in the area that the event had not been reported to him outside of the clinical trial data. The penumbra representative confirmed on october 01, 2012 that the hospital did not report the event to him at any time. This event was not mentioned in the procedural report for this case and was only reported by the hospital research coordinator during post-market clinical trial data entry.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The information in this report was collected during the review of coil embolization cases for a penumbra post-market retrospective study ((B)(6)). The information regarding this event is limited by the procedural reports provided by the hospital. Hospital did save device

Manufacturer narrative:
Please note that a correction was made and additional information was added to the following sections: corrected catalog number: 4004j15. Added device lot number: f18780.